Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown insertion handle. Part and lot number are unknown. . Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(6). (510k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent surgery on (B)(6) 2017 for the implantation of a lateral femoral nail (lfn) nail, two recon screws and an unknown number of locking screws due to a fracture, unknown side. During the procedure, the surgeon reported that he felt the drill bit was not perfectly aligned with the recon locking holes and felt the instrumentation had ¿play¿ in it. It was reported that the surgery was completed successfully and the patient was stable. The instruments were checked on the back table after the surgery and there were no issues noted. Therefore, it was reported that the issue was possibly related to the patient¿s soft tissue. There is no further information at this time. Concomitant devices: lateral femoral nail (part #unknown, lot #unknown, quantity 1), recon screws (part #unknown, lot #unknown, quantity 2) and locking screws (part #unknown, lot #unknown, quantity unknown). This report is for one (1) unknown insertion handle. This is report 2 of 3 for complaint (B)(4).